Event description:
Pt admitted to hospital after lvad making "funny noises". The hmii engineers statedthere was feedback coming from his controller. Pt did receive a new controller and baseline module and cord.